Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. Poor capture and sensing thresholds were observed. Fluoro found the lead had dislodged. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.